Event description:
Boston scientific crm received information that following the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead there were two instances of pacing inhibition which created asystole for approximately 3 seconds due to oversensing. The patient was pacemaker dependent and was under full anesthesia. The pocket was reopened and all connections were verified. The oversensing resolved on its own and the suspected cause was air bubbles in the header. The patient continued to be monitored. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that the device and lead remain in service. There is no additional information available. If additional information becomes available, the event will be updated. Approximately eighteen months later, the lead was explanted and returned following the patient's death. There were no additional allegations reported regarding the patient's death. The lead returned was severed and two terminal legs were returned; the is-1 and the distal high voltage (hv) legs. Blood/body fluid was noted on the lead segments returned. Of the segments returned, electrical resistance testing of the conductor paths showed the lead to be in specification. However, additional testing of the lead segments was unable to be performed and the reported allegations could not be confirmed by analysis testing.